Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07500. (B)(6). It was reported that congestive heart failure was experienced. In (B)(6) 2012, the patient presented with acute myocardial and index procedure was performed. The 100% stenosed, 3mm in diameter, concentric, de novo target lesions, with a lesion bend of <=45 degree, were located in the non tortuous and non calcified proximal left anterior descending(lad) artery and mid lad. A 3.50x28mm promus element drug eluting stent was implanted in the proximal lad at 10 atmospheres and a 2.75x16mm promus element drug eluting stent was implanted in the mid lad at 12 atmospheres. Following procedure, residual stenosis was 0% with timi 3 flow. In (B)(6) 2013, the patient was discharged from the hospital. In (B)(6) 2015, the patient experienced congestive heart failure. In (B)(6) 2015, the patient condition improved.